Event description:
It was reported that after an interventional treatment of a lesion, arteriotomy closure of the right common femoral artery was achieved using a starclose se device. Reportedly, during vessel closure of the puncture site there was no blood back flow to be seen and the physician did not know if he could deploy the clip. Finally the physician placed the clip successfully. The puncture site was closed and there was no bleeding of the puncture site after the closure procedure. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the starclose se device. No additional information was provided. Subsequent return device evaluation revealed that the device was partially deployed. Deployment of the device was not completed and the starclose se clip remained loaded on the clip applier. A device received in this state of deployment would not have been able to achieve hemostasis as reported.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was returned for evaluation. The reported no blood back flow was not confirmed. Returned device analysis found the device was returned partially deployed. Deployment of the device was not completed, with the clip remaining loaded in the device. The cause for the event was incorrect deployment sequences. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.